Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation determined that the error was caused by a crowded hard disk which can result in a "blue screen". The operator stored too many images on the disk over a long time period. The system shows the capacity remaining right at the limit bar. A siemens application specialist cleaned the data base and the system works as specified. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis orbic system. After positioning of a sedated patient and upon fluoro request, a blue screen error occurred. The procedure was unable to continue, therefore, the patient was safely removed from the system and the examination was aborted. We are unaware of any impact to the state of health of any patient involved.